Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("irregular vaginal infections"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vulvovaginitis ("vaginal bacterial infection"), headache ("headaches"), pelvic pain ("pain"), acne ("rashes or skin conditions ,type: acne"), vaginal discharge ("vaginal discharge"), weight increased ("vaginal discharge specify which one: weight gain "), uterine cervical pain ("cervical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower and pelvic pain was resolving and the uterine haemorrhage, genital haemorrhage, vaginal infection, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, procedural pain, vaginal haemorrhage, fatigue, mood swings, urinary tract infection, bacterial vulvovaginitis, headache, acne, vaginal discharge, weight increased, female sexual dysfunction and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, urinary tract infection, uterine cervical pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: no evidence for tubal patency post essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding (confirming genital bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("irregular vaginal infections"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vulvovaginitis ("vaginal bacterial infection"), headache ("headaches"), pelvic pain ("pain"), acne ("rashes or skin conditions ,type: acne"), vaginal discharge ("vaginal discharge"), weight increased ("vaginal discharge specify which one: weight gain "), uterine cervical pain ("cervical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower and pelvic pain was resolving and the uterine haemorrhage, genital haemorrhage, vaginal infection, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, procedural pain, vaginal haemorrhage, fatigue, mood swings, urinary tract infection, bacterial vulvovaginitis, headache, acne, vaginal discharge, weight increased, female sexual dysfunction and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, urinary tract infection, uterine cervical pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: no evidence for tubal patency post essure procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of fallopian tubes . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding(confirming genital bleeding) most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet & medical record received. Events abnormal and vaginal bleeding, apareunia, mood swings, uti, vaginal bacterial infection, headaches, acne, abnormal uterine bleeding, weight gain are added. Lot number added. Cocncomitant conditions & historical conditions drug are added. Patient , reporter & product information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2016, the patient experienced procedural pain ("plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("irregular vaginal infections"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2016, underwent vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal infection, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.